Event description:
It was reported that a vns pt had two cardiac ablations done and developed a blood clot in her lung. She is on anticoagulant therapy, but it was reported that her vns is doing well. The reporter did not indicate any of the events were related to vns. However, attempts for add'l info from the physician have been unsuccessful to date.